Manufacturer narrative:
H.6. Investigation findings for testing of actual/suspected device: code c19 - the device evaluation found that the reported failure mode, tip of the sheath began unraveling, was confirmed. The sheath was separated into two parts, and still attached by the wire. The trailing end of the dilator was still attached. Damage was observed on the dilator via a scuff on the dilator lock, and tip deformation. The root cause of the failure modes could not be established with the available information; however, as reported, the high level of tortuosity may have contributed. H.6. Investigation conclusions: code d15 added. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® dryseal flex sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result. H.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d1001.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using a non-gore device as a main body, and a gore® dryseal flex introducer sheath (dsf) as an accessory. It was reported that, due to a high level of tortuosity, both the non-gore device and dsf introducer sheath were being twisted as the physician was delivering the device to the intended location. Reportedly, as the sheath was being twisted, the tip of the sheath began unraveling within the patient. It was also noted that the trailing end of the dilator broke off. The sheath was successfully withdrawn and, although the leading end of the sheath had begun to unravel, the sheath did not separate into multiple pieces. As such, no portion of the introducer sheath was left in the patient. A new dsf introducer sheath was used to complete the procedure. There was no harm to the patient, and there were no further reported issues. The tortuosity was suspected to have contributed to the event, but the unraveling of the sheath was not suspected to be related to the size of the non-gore device. The patient tolerated the procedure.

Manufacturer narrative:
A.4. Patient weight: asked but unavailable b.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.